Event description:
Customer reports an incident of excessive weight removal, during cvvhdf treatment in 2007. Several incorrect weight change alarms were generated. Unable to identify the cause of the alarms, a "caution: excess pt fluid loss or gain" alarm was generated ending treatment. The patient's blood was returned and one final attempt to treat the patient on the same machine resulted in the same alarms and treatment termination. Treatment was resumed on another prisma machine without further incident. The patient sustained no injuries and required no medical intervention. The patient was later discharged from the hospital.

Manufacturer narrative:
On july 23, 2007, the machine was inspected by gts. The reported conditions could not be duplicated. The scales and pumps were inspected and were within manufacturer's specifications. Prisma fluid balance procedure confirmed the initial machine was functioning correctly. The events and flow history were also downloaded. The investigation indicates a lack of fluid flow likely due to an obstruction. It is possible that the line was clamped or kinked, or that the luer pin was not broken. However, as no samples were retained this cannot be confirmed after the fact.